Event description:
It was reported that there is no image on the monitor of the 9600+ system. It was noted that only static lines are displayed on the monitor when they make an exposure. Reboot would not clear the problem. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.